Manufacturer narrative:
Patient's weight is estimated. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-15903. It was reported the patient experienced ineffective therapy with their scs system. As a result, surgical intervention occurred on (B)(6) 2022 wherein the physician repositioned patient's thoracic leads for adequate coverage to the back and foot. During the procedure, one of the thoracic leads appeared to have a possible fracture. In turn, the lead was explanted and replaced to address the issue. Effective therapy was resumed post operatively, reportedly. The investigation did not determine which lead was fractured.